Manufacturer narrative:
Date sent: 10/12/2004

Event description:
It was reported that during the lar procedure, the blade broke. Another device was used to complete the case. There were no adverse consequence to the pt.